Event description:
It was reported by a surgeon that a patient who had a device initially implanted on (B)(6) 2023, the plate broke after the patient returned home. The date of the broken plate was not known. The surgeon noted that the screws used were 3.0 locking and nonlocking screws. The plate had broken on the first locking hole of the distal metatarsal side of the joint. Additional information was received indicating that the patient was weight bearing post-operatively per the surgeon's recommendations, and the patient did not have any notable comorbidities which could have led to the plate fracturing and/or the patient not fusing. No abnormal behaviors such as falls were reported by the patient. Additional information was provided that the surgeon performed a revision surgery with another plate from the same batch. However, the surgeon used 3.5mm screws in lieu of the 3.0mm screws with no reported issues. The surgeon returned a plate for evaluation. The evaluation of the product confirmed that a stress fracture occurred at the medial screw hole, and the plate showed visual evidence that it had bent prior to breaking. Additionally, it was found that qty. 26 of the affected plate batch had been sold to-date.

Manufacturer narrative:
Additional operative notes and office visit notes were provided from the surgeon. The operative notes prior to the first case indicated that the patient had an arthritic 1st mtp joint. Iit was noted that the surgeon used all locking screws with the exception of 1 non-locking screw. The surgeon also threw a 3.0mm compression screw across the joint prior to placing the plate screws. According to the technique, it is recommended that the surgeon throw any lag screws across the joint after the compression screw in the plate and before the fifth and sixth screws. The surgeon provided the patient with post-operative care instructions which included expected pain and swelling from the procedure as well as recommending the patient leave her boot on and stay off her feet. The operative notes from the revision surgery which took plate in june, 2023 were also provided and the patient's bunion had reportedly recurred. The surgeon this time used a 4.0mm lag screw and a 3.0mm colag screw across the joint site as well as 3.5mm plate screws. Following the case, the surgeon noted a satisfactory alignment. In the following office visits from july 2024 and the paient had minimal bone growth, leading the physician to start a vitam d supplement.the product was sent back for evaluation and the product evaluation showed evidence of fretting wear and buckling on the underside of the plate. Additionally, the fracture occurred at the site that would experience the highest overall load following a patient non-union.

Event description:
Additional information was received stating that the patient expereinced pain and swelling following her surgery in (B)(6) 2023.